Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported leaflet damage is due to challenging patient anatomy. A cause for the reported hypotension could not be determined. Additionally, tissue injury and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention (balloon pump), and prolonged hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. D9, h3: device return updated from yes to no.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Two additional mitraclip clip delivery systems are filed under separate medwatch report numbers.

Event description:
This report is being filed due to mitral leaflet damage during grasping attempts with cds0701-xtw, 10610r163. A mitral valve replacement was performed as treatment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with an eccentric, broad jet, poor tissue integrity, and hypertrophic cardiomyopathy. The ntw clip was not implanted as a successful grasp was not obtained. The operator had difficulty grasping with this device (before lowering grippers), not related to a device issue or malfunction, but due to the patients anatomy (the broad jet). The physician decided a larger xtw clip would be better for this anatomy. The ntw was removed without any issues. There was no adverse patient effect and no tissue injury due to this device. It was decided to use a larger sized clip following. The second clip, an xtw advanced. Reportedly, excessive curves over 90 degrees were placed on this device to get into position. There was difficulty grasping and capturing the leaflets. The clip had then successfully grasped and captured the leaflets. During deployment per instructions for use, while the lock line was removed, the posterior leaflet detached from the clip, while remaining attached to the anterior leaflet. Although this clip was locked, since the deployment steps had already started, the operators did not suspect the clip could open again, as it was locked. The clip was still attached to the mandrel. Despite being locked, the operator attempted to open again, and the clip had opened while locked. The clip was then retracted into the steerable guide catheter (sgc) and removed without further issues. There was no adverse patient effect and no tissue injury due to this device. A third mitraclip advanced without issue. While establishing final arm angle (efaa), the clip opened while locked. It was decided to not use this clip. The device was removed successfully without further issues. There was no adverse patient effect and no injury. A fourth mitraclip was successfully implanted without any issues on the lateral, a2p2 leaflets. The fifth mitraclip (cds0701-xtw, (B)(4)) was attempted at the medial side of a2p2. During positioning, this mitraclip interacted with the fourth mitraclip. The fourth clip remained stable and well seated. There was no damage due to this interaction. Several positioning maneuvers were performed, however, mitral leaflet damage occurred during grasping attempts, creating a larger coaptation gap. The coaptation gap was too large and the clip was unable to grasp. The fifth mitraclip attempted was not implanted and removed without further issues. Reportedly, there was no unexpected movement of the 5th clip delivery system. There was no device malfunction. The tissue injury was due to the patients anatomy with poor tissue integrity. No more clips were attempted. The mr remained grade 4+. The patient had become hypotensive and was placed on a balloon pump. That same day, a mitral valve replacement was performed, explanting the fourth clip. The event required prolonged hospitalization. No additional information was provided regarding this issue.